Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue of an over infusion was not determined because no products or device logs were returned.

Event description:
It was reported a "potential over infusion of propofol." Per report, a "new line was started at 1715." The patient's blood pressure reportedly "dropped" at 1730. Levophed line was "found empty" and the bottle of propofol was "completely empty" but the device displayed that there was still 75ml left to be infused. The event occurred in intensive care unit. The customer stated that the drop in blood pressure was treated with vasopressor; however, "patient's blood pressure dropped significantly low." Levophed was then increased to accommodate the patient's hypotensive episode. The patient was stabilized after the period of hypotension and hypo perfusion. Bd later learned that levophed did not over infuse, instead the levophed was started after the over infusion of propofol. The propofol had a total volume of 100 ml with a concentration of 10 mg/ml.

Manufacturer narrative:
Correction: describe event or problem.

Event description:
It was reported a "potential over infusion of propofol." Per report, a "new line was started at 1715." The patient's blood pressure reportedly "dropped" at 1730. Levophed line was "found empty" and the bottle of propofol was "completely empty" but the device displayed that there was still 75ml left to be infused. The event occurred in intensive care unit. The customer stated that the drop in blood pressure was treated with vasopressor; however, "patient's blood pressure dropped significantly low." Levophed was then increased to accommodate the patient's hypotensive episode. The patient was stabilized after the period of hypotension and hypo perfusion. Bd later learned that levophed did not over infuse, instead the levophed was started after the over infusion of propofol. The propofol had a total volume of 100 ml with a concentration of 10 mg/ml. A report was received from health canada's canada vigilance program which states, "propofol line over infusion event. New line was started at 1715. Pt's bp dropped at 1730, levophed line found empty - propofol bottle completely empty with 75cc left in tbi." Bd received additional information. It was reported by the facility's biomedical engineering technologist that "the devices have been checked by biomed, and no faults have been found." Although requested, the devices have not been sent to bd to date.